Event description:
Reported due to device break. The physician attempted to close an arteriotomy site in the right groin with a prostar xl 10 fr device following an interventional procedure. The user denied feeling any resistance when using the device. When the physician attempted to remove the device, the sheath broke off. Vascular surgery was requirred to remove the device. Reportedly, the pt is "ok." Although requested, no additional info was provided.